Event description:
A facility representative reported that the patient was experienced vertical gas breakthrough, suction loss, flap complication -button hole defect (unable to lift the flap) because of patient blinking (blepharospasm) of eyes in the left eye during flap procedure. Procedure was aborted and no complaints were raised by the patient. It was explained that the flap was not lifted, and the treatment can be rescheduled for one month.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.10. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the surgery date. Latest preventive maintenance on seventh december twenty-twenty three and confirmed that system met specifications as per service installation record. The review of logfile for the day of treatment shows all laser system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The energy was stable during this period. The logfile shows twenty five successfully performed treatments without interruptions. Due to missing information about the treatment details the related treatment could not be identified in the logfile. During three treatments the surgeon has had difficulties to reach a valid suction one and two values resulting in multiple docking attempts but it cannot be assessed whether the reported event falls under one of these three treatments. The review also shows that all treatments were performed with no relevant deviation between planed and performed energy. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified. The system was working within specification. Treatment report was not provided therefore no additional comments can be made related to the docking procedure, however, the blepharospasm can be determined as the root cause for vertical gas breakthrough and buttonhole defect. The root cause for the reported event is external, patient condition related, with no indication of a device malfunction. The manufacturer internal reference number is: (B)(4).